Event description:
During spinal block placement, spinal needle fractured leaving remnant in patient. This required surgical removal of the retained needle fragment. The needle was a 25 gauge whitacre needle from a medline spinal tray.